Event description:
It was reported that on (B)(6) 2010 the patient presented with severe lower back pain and pain down the right leg. At that time, the patient could not walk or stand. An MRI was conducted, and the patient was prescribed pain medication and steroid epidurals. On (B)(6) 2010 the patient underwent an unspecified surgery. Immediately post-op the patient noted that the right leg pain was gone, but that she had no feeling in the left leg from the knee to toes, and felt heavy and dull. At 10 days post-op, the patient presented for follow up. The surgical staples were removed. Pt was recommended. In (B)(6) 2010 the patient presented for followup complaining of numbness in the left leg, and noted that the muscle in the left leg was significantly smaller that the right, weaker, and the left leg was colder to the touch. The patient underwent a second, unspecified surgery. Post-op, the patient still reported numbness, coldness, weakness, and walked with a limp. The patient presented for more pt. The patient was depressed. In (B)(6) 2012 the patient's right leg from the knee to toes became numb. In (B)(6) 2012 imaging studies were reviewed and indicated the patient has 'calcified on my outer tailbone, yet not healing on the inside.' In (B)(6) 2013 a review of MRI imaging study indicated 'that the device, while still intact, still has not fused, is crushing nerves and two discs that should have been fused at the time fo the (B)(6) 2010 surgery have not been.' On (B)(6) 2013 a myelogram was performed. The patient presented for follow up on (B)(6) 2013. It was reported that the patient underwent 'medically unnecessary, experimental' spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the surgeon performed spinal fusion surgery wherein rhbmp-2/acs was implanted. In (B)(6) of 2010, the surgeon performed revision surgery on the patient wherein rhbmp-2/acs was implanted. No other information was provided.